Event description:
The pt contacted lifescan allerging that their one touch ultra meter was reading inaccurately high. The medical affairs specialist spoke with the pt to obtain additional info. On the day of concern, the pt tested their blood glucose level and obtained a relatvely normal result. They were unable to provide the exact results, as they had already sent the reported meter back to lfs. They administered a set 28 units novolin n and 22 units of novolin r, while experiencing no symptoms of high or low blood glucose levels. The pt reported that they are a brittle diabetic and asymptomatic. They ate breakfast. A few hours later, the pt tested at their family member's home and obtained a 257 mg/dl, while feeling weak. They did not take any actions following the use of the meter that would affect their blood glucose level. They and family member drove to the store, which took approx 15 to 20 minutes. While trying to pull into a parking space, they became unconscious and bumped a car in an adjacent space. No one was hurt in the accident. Their family member contacted the paramedics. No attempt was made to test on the reported meter. Upon emergency medical technician arrival a result of 14 mg/dl was obtained on their meter. They were administered glucose intravenously. They were transported to the hosp and a result of 33 mg/dl was obtained on the ER meter. They were treated for hypoglycemia and released several hours later. The pt also reported that they tested yesterday and obtained a 351 mg/dl at 4:15 pm, while acting funny. They took their set 22 units of novolin n and 19 units of novolin r. Approx 15 to 20 minutes later, their family member relaized their eyes seemed glossy. They passed out soon thereafter. They tested their blood glucose level and obtained a 167 mg/dl. They contacted the paramedics and a result of 14 mg/dl or 15 mg/dl was obtained on the emergency medical technician meter. They were treated with intravenously and declined being transported to the hosp. The meter, test strips, and control solution were replaced.